Manufacturer narrative:
(B) (4). The device has been received by this manufacturer. However, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a common bile duct stent placement procedure. According to the complainant, the inner sheath became separated right after the stent was released. No portion of the device broke inside the patient. The stent was released and implanted successfully. There was no report of patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is good.